Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site as to date it remains implanted; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implant of the intraocular lens (iol), the posterior haptic was ripped, but the iol was implanted. Further information received states that the lens remains implanted. There was no patient injury reported. The reported ripped haptic was at the connection between the iol and the haptic. The damage was seen in the eye first and the doctor probably had a problem with the delivery system. No further information was provided.